Manufacturer narrative:
Information was received via published literature. Please reference the literature at the following address: http://dx.doi.org/10.1016/j.arth.2015.04.049 (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one of the drilled holes for the nexgen tm tibia was damaged by a retractor. The component was then implanted using a hybrid technique.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device is used for treatment. Surgical notes were not provided. It is unknown whether the instruments were used per the surgical technique. As the part and lot numbers are unknown, a product history search could not be performed and device history records could not be reviewed. A definitive root cause cannot be determined with the information provided.